Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump may have been over delivering. The customer had a low blood glucose event, and used food to treat. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported a high blood glucose event but declined to troubleshoot for the high. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer stated their pump suspended for 4 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, active current measurement and delivery accuracy test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No possible over delivery anomaly alarm noted during testing. (B)(4).